Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The patient's blood glucose last night was 500 mg/dl, which was treated via manual insulin injection. The insulin pump may have been exposed to a couple drops of water. The insulin pump will be returned for analysis.